Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5: left hip had recalled gxl hip liner. B7: bilateral knees. D10: concomitants: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 5204392. 186-01-60 - integrip cc, cluster 60mm, g4 5136415. 188-01-11 - wedge plasma x/o sz 11 4352735. H6: the most likely cause for the revision reported may be osteolysis as reported or may be due to the inclusion of the implanted acetabular liner in the gxl recall. Although the revised liner was included in the recall, osteolysis and/or prosthesis wear could not be confirmed on the provided radiographs nor the image of the explanted device, and the device was not available for evaluation. With regards to the risk criteria specified in the hhe, the liner reported for this case was not lateralized, not a combination of largest available femoral head and/or thinnest available acetabular liner, and only had a shelf age of 3 months at the time of implantation. Additional risk criteria such as edge loading or patient-related factors may have been contributing factors to the reported pain but cannot be confirmed as limited clinical information was provided. H7, h9 - recall information after review of additional information received the following sections, have been corrected accordingly. B5 - initial implant date stated and the approximate duration from implant to revision corrected. B7 - disregard the "other devices" stated in initial. Devices stated were concomitants reported incorrectly. D1, d2a, d2b: brand name, procode, common device name. D4: model#, catalog#, serial#, exp date, UDI. D6a; implant date. G4: 510k. H4: mfg date.

Event description:
Initial left hip implanted on (B)(6) 2018. Revision procedure was 4 years 11 months post the initial procedure.

Event description:
It was reported, a 66 yo male patient, initial left hip implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 2 months post the initial procedure. The patient complained of pain. Osteolysis and bad poly indicated. The patient was last known to be in stable condition following the event. The device is not available for return. Chain of command. The hospital will not release. No further information.

Manufacturer narrative:
Hip, semi-constrained, cemented, metal/ceramic/polymer + additive, porous uncemented concomittants: 3886939, 186-01-60 - integrip cc, cluster 60mm, g4, 5039399, 180-65-25 - alteon 6.5mm screw, 25mm, 5481849, 188-01-10 - wedge plasma x/o sz 10, 5530397, 170-36-00 - biolox delta femoral head 36mm od, +0mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 clinical codes, medical device problem code, component code, types of investigation, findings and conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.